Manufacturer narrative:
Device evaluation: one (1) photo was included in agile attachments for evaluation, however the failure mode reported was not confirmed. No leak was observed from the product in the photo. No further investigation/testing could be performed since no physical sample was returned. The root cause could not be determined since the complaint was not confirmed. No corrective action was required since the complaint was not confirmed. No fault was found. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the unit had a leakage problem. No patient involvement or injury reported.